Manufacturer narrative:
The field service engineer (fse) checked the analyzer and performed various troubleshooting steps. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The hba1c reagent lot number and expiration date used for this comparison are not known. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for tina-quant hba1c gen. 3 (hba1c) on a cobas 6000 c501 module. The date of the event is an approximation. The date of the event was not provided. The sample was tested on 2 different c501 modules. The sample was tested 3 times on the c501 module in question: the results from line 1 were 6.4% and 6.6%. The result from line 2 was 6.8%. The sample was tested on one of the customer's other c501 modules and the result was 6.2%. The customer is not questioning the results from this module. The customer has been using this c501 module to check the results from the c501 module in question. It is not known if the results were being used for diagnostic purposes or if the results were generated for comparison purposes only.